Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.